Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an ultrathane mac-loc locking loop multipurpose drainage catheter used during a drainage procedure was found to be leaking from the hub after placement. This was noted upon aspiration. The patient required an additional procedure to replace the device. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information regarding event details was requested, but no further information has been provided at this time.

Manufacturer narrative:
Event: additional information provided on 28aug2018: an ultrathane mac-loc locking loop multipurpose drainage catheter was placed in the kidney of a patient during a nephrostomy drainage procedure. Upon aspiration less than one week later, leakage was found to be coming from the hub. Methods code: (4114) device not returned. (3331) analysis of production records. Results code: (4210) leakage/seal. Conclusion code: (4315) cause not established. Investigation: evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The IFU instructs the user to inspect the product upon removal from the package to ensure that no damage has occurred. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. A clinical review of this complaint notes that leakage from a drainage catheter hub could potentially result in inadequate drainage, possibly resulting in infection, extended hospitalization or organ damage possibly causing serious harm. However, at this time, the clinical assessment cannot eliminate any possible causes for this event such as product handling, medical procedure, device maintenance, patient behavior, patient environment, device failure, or manufacturing related causes. Based on the information provided, no product returned and the results of our investigation, a root cause could not be confirmed. This failure mode is being escalated per internal processes. Appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.